Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. It also stated that insulin pump alarmed compromised force sensor system during prime. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, stained address/serial number label and missing end cap sticker.